Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient underwent transplant. The device was explanted.

Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: no device-related issues or adverse events were reported by the account. Multiple attempts to obtain additional information regarding the patient¿s outcome as well as requests for return of the pump were issued to the customer; however, no additional information regarding the event was provided and the device has not been returned to date. The complaint file will be closed accordingly. Should the device become available and be returned for analysis at a later date, the pump will be evaluated and this file may be updated.